Event description:
It was reported that there was an atrial lead polarity switch. The ECG showed intermittent atrial undersensing. Tech services recommends unipolar operation, however, the lead will likely be revised or replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.